Event description:
It was reported that a spectrum infusion pump has an "occlusion error." Any patient injury or involvement is unknown at this time.

Manufacturer narrative:
Manufacturer ref. No. : (B)(4). The device was returned to baxter and an evaluation was performed. The evaluation confirmed (through the history log as upstream occlusions) but did not reproduce the "occlusion alarms." The device was operating out of specification. The cause was determined to be a wide inscribed pin dimension which as been proven to cause upstream occlusion alarms. The upstream sensor was replaced to correct this condition.